Event description:
"Hashimoto¿s hypothyroidism" is not device-related. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of thyroiditis-breast is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: thyroiditis-breast.

Event description:
Patient reported left side "hashimoto¿s hypothyroidism" and mentioned recall. Device remains implanted.